Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The balloon was removed without any problem and procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).